Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. The hypotube had a complete hypotube separation 52 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25jan2017. It was reported that crossing difficulties were encountered. The 95% stenosed, 10 mm in length, de novo, eccentric target lesion was located in the moderately tortuous, moderately calcified and 2.75 mm in diameter mid left anterior descending (lad) artery. The lesion contained a lesion bend of <=45. A 2.75 mm x 12 mm quantum¿ maverick¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.